Event description:
It was reported that the tip of the unit is broken. Further, the shaft is bent.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.